Manufacturer narrative:
Analysis of programming history.

Event description:
During a review or programming history on (B)(6) 2013 it was noted that on one occasion an anomaly was identified as having occurred on (B)(6) 2011 due to a faulted systems diagnostics test, resulting in a change of the generator parameters. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Report #0 inadvertently listed wrong age at time of event based on incorrect event date. Report #0 inadvertently listed wrong date of event. Report #0 inadvertently listed wrong event description based on incorrect event date. Report #0 inadvertently listed wrong relevant data and dates based on incorrect event date. Report #0 inadvertently listed incorrect software version # based on incorrect event date.

Event description:
During a review or programming history on (B)(4) 2013 it was noted that on one occasion an anomaly was identified as having occurred on (B)(6) 2011 due to a faulted systems diagnostics test, resulting in a change of the generator parameters. No adverse events have been reported as a result of this event. MDR report #0, MFR. Report #1644487-2013-02157, previously reported the programming anomaly as having occurred on (B)(6) 2011.